Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high and low blood glucose of 20 to 500mg/dl. Customer treated with pump. Troubleshooting found that the cannula was bent and that the customer needed assistance with the transmitter. The customer was advised to change out the sensor and replacement sensors would be provided.